Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up with a prismaflex m100 set, a leakage was observed at the male luer of the access line while connecting to the patient. It was reported the nurse disconnected the access line from the y line connection prior to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a picture of the impacted set was provided. The visual inspection of the provided picture showed that the cone of the male luer lock of the access line was broken. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.